Event description:
During a product evaluation by baxter personnel, a colleague infusion pump experienced failure code 18:115:885:03e8, when entering the functional test menu. This condition had the potential to interrupt delivery. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be that the user personality feature set (pfs) was set to a rate below 100ml or a volume below 20ml. This failure code is associated with the values for volume being less in the active pfs than the values in the functional test mode (ftm) when entering ftm from within a pfs or when pressing the start key during ftm. To correct this condition, the default pfs was changed. If any additional information is received, a follow-up MDR will be sent.